Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure.according to the complainant, during the band ligation procedure, the first two bands deployed successfully. The third band would not deploy so the operator turned the handle again and bands three and four fired at the same time. The physician repositioned the scope and he attempted to fire band five, however it would not release. The physician turned the handle again and bands five and six fired at the same time. Despite this issue, they were able to complete the procedure with the device.no patient complications were reported as a result of this event. At the conclusion of the procedure, there were no issues with the condition of the patient.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown.according to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.(B)(4)